Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.this product was returned to (B)(4) which is closed. If any evaluation was performed, it is no longer available.

Event description:
The deck of the bed is cracked.